Event description:
It was reported by service report that a track belt was missing on one of the tracks. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
(B)(4): track belt.